Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient started having pain like a kidney stone behind his implanted implantable neurostimulator area starting about a month prior to the report, confirmed as (B)(6) 2017. When he would really twist or bend, he would feel a sudden ¿jolt¿ behind the implantable neurostimulator at the implant site. This was also noted to be intermittent strong positional changes that had not been there before. On the day of the report, he was driving and he felt a different sensation behind the implantable neurostimulator site that feels like a warm burning sensation. He hasn't had any falls or trauma, but he¿s lost about (B)(6) pounds in the last six months. The patient also noted that he was moving about a month prior to the report, but he did not do any heavy lifting. The implantable neurostimulator is closer to the skin than it was before. The patient doesn't know if the implantable neurostimulator has actually moved or not, but it¿s now closer to the skin after the weight loss because the back skin is tightened up around the implantable neurostimulator. The implantable neurostimulator is currently off, and it was confirmed using the implantable neurostimulator recharger. The impedances were checked, and all were within normal limits. No actions/interventions were taken to resolve the issues, and the issue was not resolved at the time of the report. A surgical intervention was no planned or performed at the time of the report. There were no further complications reported or anticipated. The patient made a product enhancement suggestion to make the patient programmer a rechargeable unit like the implantable neurostimulator recharger so that the patient doesn't have to keep replacing (B)(6) batteries.